Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product: unk, unknown head, unk. Unk, unknown shell, unk. Unk, unknown stem, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06999 . 0001825034 - 2017 - 07000 . 0001825034 - 2017 - 07001.

Event description:
It was reported a patient underwent hip revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned to manufacturer.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: patient age, date of event, event description, date of explant, initial reporter, health professional- yes, occupation, (B)(4), health professional, date received by manufacturer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for revision due to wear twenty five years post-implantation. No further information has been made available.